Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from the air/water (aw)-channel. Subsequently, foreign material could not be eliminated. A further cause of the leakage could not be presumed. The user may detect the event by handling the device according to the following instructions for use (IFU): inspection of the water feeding function. The user may reduce/prevent occurrence of the event by handling the device according to the following IFU: leakage testing of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope had an air/water leak. The issue was found during reprocessing and there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found slow leak from air/water channel when irrigation, unable to tape, d/e plastic cover chips/scratches/dents, ob lens - peeling of glue, small chips on the side not affecting image, lg lens - x2 crack, peeling of glue, a-rubber glue - labor code 83b, air water supply - leak from channel, no water flow, ad clogged, labeling - needs new rfid label, c-cover (plastic distal end) insulation - megaohm value 7, switch (evis)/camera(oes) recommend cut at sw#1 and cut at sw#3, angulation - recommend - labor code 38a, control knob movement - excessive play, insertion tube - minor snakiness/scratches, control body - customer label and ad dry open grip/s-cover, light guide tube - minor scratches, and scope connector (evis) - minor scratches and ad dry. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.